Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. Upon evaluation, the device did not meet acceptance criteria due to multiple issues, including missing or displaced rubber feet, a missing or damaged cord retainer, and physical damage to the device exterior, including the front and rear enclosures and display screen. There were no reports of patient harm or injury associated with this event. The device was returned for investigation, and the customer complaint was confirmed. Inspection identified physical damage to the front and rear case enclosures, which were subsequently replaced. The enclosure top plate and porting block adapter were also replaced due to damage. The lcd display screen was found to be shattered and illegible and was replaced. Additionally, the rubber feet and cord retainer were missing and were replaced. The exhaust fan exhibited contamination from dust and dirt and was replaced. Following the repair, the device passed all testing.